Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a revision procedure occured on (B)(6) 2004 due to loosening and a second revision hip arthroplasty procedure occurred on (B)(6) 2005 due to pain. Patient alleges additional revision procedure however, no record of previous procedures could be located. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for this event (reference 1825034-2013-02037, 02037-1 and 02248). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown. Product identification & expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number; manufacture date - unknown. The product identification necessary to review manufacturing was not provided. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a second revision hip arthroplasty procedure occurred on (B)(6) 2005. Information of the primary procedure has been provided and no record of previous procedures could be located. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.